Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding fracture involving an exeter plug introducer and plug adaptor was reported. The event was confirmed. Method & results: device evaluation and results: the adapter fracture and introducer damage occurred due to application of bending overload forces. No material or manufacturing defects were observed on the device features evaluated medical records received and evaluation: a review of the event by a clinical consultant concluded: the exeter stem is stable cemented in the bone but has a relatively low position within the femoral neck with a relatively high neck resection. Materials analysis report confirms the adapter fracture and introducer damage occurred due to application of bending overload forces. No material or manufacturing defects were observed on the device features evaluated. There are at least two procedure-related factors present that either alone or in concert have contributed to the problem of fracture of plug introducer adapter from its main holder body and such is the daa approach to the hip joint as well as the high neck resection resulting in a relatively deep stem position in the canal all contributing to a tendency for varus malalignment of femoral canal preparation resulting in high bending moments during insertion of the cement restrictor into the femoral canal causing the plug introducer adapter to fracture and separate from its holder body. No information is available on potential patient obesity potentially further complicating femoral canal access during surgery. Conclusions: a review by a clinical consultant concluded that device-related factors are not evident from the case as also supported by the mar findings. Local cytotoxicity of the lost instrument piece is not to be expected under the given conditions as also supported by an external cytotoxicity study. Root cause of failure is multiple procedure-related and as such this pi case is not device-related. A review of the IFU notes: while rare, intraoperative fracture or breaking of instruments can occur. Instruments which have experienced extensive use or excessive force are more susceptible to fracture. Instruments should be examined for wear, or damage, prior to surgery.

Event description:
Exeter introducer handle bent. Bell tip with exeter plug detached from introducer and remained in patient, surgeon was not aware. Surgeon continued cementing and completed operation. Surgeon noticed presence of bell tip adaptor in patient on post operative x-ray approximately 8 hours after surgery.

Event description:
Exeter introducer handle bent. Bell tip with exeter plug detached from introducer and remained in patient, surgeon was not aware. Surgeon continued cementing and completed operation. Surgeon noticed presence of bell tip adaptor in patient on post operative x-ray approximately 8 hours after surgery.